Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the reported lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and four months post filter deployment, a computed tomography angiogram of chest was performed to evaluate the filter showed that the filter inferior to the renal pedicles. Filling defect or defects basilar branch right descending pulmonary artery suggesting emboli. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported through the litigation process that an inferior vena cava filter was placed in a patient after being diagnosed with recurrent deep vein thrombosis. It was further reported that one year four months twenty-eight days post a filter deployment, the patient was allegedly diagnosed with pulmonary embolism involving the filling defects in basilar branch right descending pulmonary artery. The device has not been removed. The current status of the patient is unknown.